Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. No status indicator.

Manufacturer narrative:
(B)(4). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2017. The pad-pak was removed. On (B)(6) 2017 a pad-pak was reinstalled and passed an auto self-test and was manually power cycled. The pad-pak was removed. On (B)(6) 2017 the pad-pak was reinstalled and passed an auto self test and was manually power cycled. The pad-pak was removed. On (B)(6) 2017 the pad-pak was reinstalled and passed an auto self-test. No further log entries were recorded prior to receipt at heartsine. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.